Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed a premature elective replacement indicator (eri) message. A software update cleared the message. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.